Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Testing found no voltage being output on one channel. Additionally the led indicator was not illuminated. This indicated an open in the channel and an electrical failure mode.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 27-oct-2016, a medtronic representative went to the site to test the equipment. The battery charger 2 board was replaced. The imaging system then passed the system checkout.

Event description:
A medtronic representative reported that the imaging system¿s inverter battery charger 2 was found to have one circuit without functionality. No patient was present when this issue was identified.